Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019, wherein the patient¿s entire system was explanted. No abbott rep was present during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has slipped and fell off his truck. The patient experienced pain at the ins site due to this issue. Surgical intervention may occur later to address the issue.